Event description:
It was reported that balloon rupture and marker band issue occurred. The patient underwent popliteal artery stent placement. The 90% stenosed target lesion was located in the severely tortuous and non-calcified popliteal artery in the right lower limb. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during balloon introduction, three markers were found under fluoroscopy, and it was then confirmed that the balloon burst during withdrawal. The device was removed completely, and the procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear to the balloon and guidewire lumen 1mm from the tip and is approximately 9mm long. Microscopic examination revealed that the markerband is cut in half the longitudinally. Half of the marker band is missing. The marker band is no longer in the manufactured position and is able to shift freely inside the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the balloon is torn longitudinally and the markerband is damaged.

Event description:
It was reported that balloon rupture and marker band issue occurred. The patient underwent popliteal artery stent placement. The 90% stenosed target lesion was located in the severely tortuous and non-calcified popliteal artery in the right lower limb. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during balloon introduction, three markers were found under fluoroscopy, and it was then confirmed that the balloon burst during withdrawal. The device was removed completely, and the procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).